Manufacturer narrative:
Livanova deutschland received the serial number of the reported device. As the serial number was received the manufacturing date could be determined. A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The technician replaced the whole erc clamp to resolve the reported issue. Therefore livanova deutschland requested the device back for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland manufactures the s5 erc tubing clamp/ 620mm. The incident occurred in (B)(6) united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp displayed an error message during procedure. There was no report of patient injury.